Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on 1/18/2026. The elevated bg was addressed by a correction bolus via the pump. The customer resolved the occlusion issue by changing the infusion set and cartridge before resuming insulin delivery.